Event description:
During a standard follow-up on (B)(6) 2016, 3 warning messages were displayed: "[3] low shock impedance. Defibrillation system ineffective"; "[48] max shock energy ineffective on (B)(6) 2016"; "[46] high shock impedance detected on (B)(6) 2016: defibrillation system ineffective." Nine shocks were delivered, all of them with stored energy = 41.9j and delivered energy = 0j. The shock lead integrity curve is stable and in the normal range. In the memories of the device, egm episodes with atrial undersensing were recorded. The physician changed atrial sensitivity from 0.4 mv to 0.2mv. A new follow-up was scheduled on (B)(6) 2016.